Event description:
It was reported that the ipg was explanted on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. Patient lost a lot of weight and the ipg was causing pain. As a result, surgical intervention may take place.